Manufacturer narrative:
Findings: the insulin pump was received with no button response due to corroded keypad traces on act button. No button error alarm during testing. Unable to confirm unexpected restart alarm and unable to perform any tests due to button unresponsive. The insulin pump was ,received with cracked reservoir tube lip, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Troubleshooting was performed. The customer¿s blood glucose level was 200mg/dl at the time of the incident. The customer reported that there was no temp basal programmed prior to the unexpected restart alarm. The customer reported that insulin pump was not stored or not in used for an extended period of time. The customer was advised to monitor insulin pump but the act button was unresponsive and troubleshooting for button error/keypad anomaly was performed. The customer stated that they were not able to clear the alarm due to the unresponsive button. The customer stated that the time on the clock advanced when monitored. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.